Manufacturer narrative:
Attached user facility medwatch report#: mw5120529. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report#: mw5120529 received reporting: "describe event or problem: perclose device malfunctioned and broke but not off into patient." Follow up with the account was attempted; however, no additional information was provided. The ultimate method used to achieve hemostasis is unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device return status updated from returning to not returning.